Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose four times. Around (B)(6) 2018 the customer had blood glucose in the 20 mg/dl range at the time of one of the incidents. The customer was at 123 mg/dl at the time of the call. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer's educator wanted the customer to get an upgraded pump and run different patterns on their days off but the pump was not doing that. Troubleshooting was not completed as the customer disconnected the call. The insulin pump will not be returned for analysis.